Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement as per x ray images which caused diaphragmatic stimulation upon arrival to the ward. A surgical revision was performed. During the attempt to target the same vein, diaphragmatic stimulation occurred in the depth marker of 6 centimeters. This lv lead was replaced with different model. No additional adverse patient effects were reported.